Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's home health nurse complains of high results. Customer's nurse states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-150mg/dl fasting. Verified test strips expire 03/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 271mg/dl and 306mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of 344 mg/dl on (B)(6) 2015 @ 10:53 am and 344 mg/dl on (B)(6) 2015 @ 7:28 pm.